Event description:
The investigation concluded that the product still functioned to specification and that there was no product malfunction.

Manufacturer narrative:
The investigation concluded that the product still functioned to specification and that there was no product malfunction.

Manufacturer narrative:
Conclusion code: replaced fastening rail

Event description:
It as reported that the fastening rail is not locking properly inside the ambulance.